Event description:
It was reported by svc report that the fowler won't lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: ball screw assy and fowler clutch assy.